Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.

Event description:
The end users son alleged while pushing his mother in the wheelchair down a flight of stairs, the left brake engaged and the hand grips came loose causing a loss of control of the chair. The son was injured trying to prevent his mother from getting injured. No injury to the end user. Son broke his right wrist

Manufacturer narrative:
(B)(4). The additional information that was obtained was the serial number and therefore the manufacturer is also known. Additional information on the injury alleged on the end users' son was also obtained. The updated fields reflect this additional information.

Event description:
The end users son alleged while pushing his mother in the wheelchair down a flight of stairs, the left brake engaged and the hand grips came loose causing a loss of control of the chair. The son was injured trying to prevent his mother from getting injured. No injury to the end user and his injuries were unspecified.